Event description:
On (B)(6) 2013 the surgeon performed a 2-level anterior cervical discectomy fusion with corpectomy. The trestle luxe plating system was installed at the c4 thru c6 cervical vertebrae's. During a follow up visit the surgeon noticed both screws in the c4 had fractured and broke. Both fractures occurred approximately mid-way of the threaded shaft. Revision surgery took place on (B)(6) 2015 to remove the entire anterior plating construct. The top proximal sections of both screws were removed without issue while the bottom threaded portions remain anchored within the patient's (c4) cervical vertebrae. The anterior plate and screws were not replaced. Rather the solanas posterior fixation was chosen as the cervical fusion system to be installed.

Manufacturer narrative:
Additional information received by the sales rep indicated the patient had not achieved fusion at the time of the revision surgery on (B)(6) 2015 an evaluation of the returned screws revealed no manufacturing, processing or design related irregularities. The implants were found to be properly manufactured and released according to design specifications. The evaluation concluded no product problem exists. Due to the fact that the construct was implanted for approximately 1 ½ years, it appears the anchors may have exposed to fatigue stresses beyond those for which they were designed or intended. Because the patient did not achieve fusion the construct was more than likely carrying the majority of the load throughout the time of implantation with no gradual transfer of load that would be associated with fusion. As these implants are intended for temporary stabilization until fusion occurs they do not have an indefinite useful life and will most likely fail over time if fusion is not achieved. The supplied instructions for use (ins-048) warning states; warnings: the trestle luxe anterior cervical plating system is an implant device used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with this device. Without solid bone fusion, this device cannot be expected to support the cervical spine indefinitely and may fail due to bone-metal interface, metal or bone failure. The trestle luxe anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from surgical grade titanium alloy ((B)(4)) and nitinol ((B)(4)) and the bone screws are manufactured from surgical grade titanium alloy ((B)(4)). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.